Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12839. It was reported the patient lost stimulation in the back right side of her head. Diagnostic testing revealed low and high impedances on several contacts. Reprogramming was done to no avail. The patient is pending x-rays.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.